Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending atery (lad) extending up to distal lad with 90% stenosis and was 90 mm long with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilation and placement of 2.25 mm x 28 mm overlapped with 2.50 mm x 32 mm and 3.00 mm x 28 mm promus premier stents system. Following post dilation the residual stenosis was 10%. Thirteen days later, in (B)(6) 2018, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, on an unknown date the subject died. Medication was given to treat the event. It is unknown if autopsy was performed. It was further reported that the primary cause of the patient's death was unknown.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending atery (lad) extending up to distal lad with 90% stenosis and was 90 mm long with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilation and placement of 2.25 mm x 28 mm overlapped with 2.50 mm x 32 mm and 3.00 mm x 28 mm promus premier stents system. Following post dilation the residual stenosis was 10%. Thirteen days later, in (B)(6) 2018, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, on an unknown date the subject died. Medication was given to treat the event. It is unknown if autopsy was performed.